Manufacturer narrative:
Other, other text: h6: evaluation codes updated. Device evaluation: one device was received for evaluation. During the visual inspection, the device looked normal with damage visible. The customer reported problem was able to be confirmed. There was a color discrepancy issue found, but it was determined that it was not caused by the supplier. It is unknown what the cause of the issue was. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that upon opening a color discrepancy was noted between the information provided in the technical datasheet for the product (yellow) and the actual physical observation of the product, which appears to be of a red color. No patient involvement.

Manufacturer narrative:
Other, other text: d4: UDI number is unknown, no information has been provided to date. G5: 510k is blank device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.